Event description:
It was reported to boston scientific corporation on may 20, 2006 that a wallflex enteral duodenal stent was used during a colonic stent replacement procedure performed in 2006 (male patient; age and weight are unknown). According to the complainant, during the procedure the stent failed to expand fully at the proximal end. 24hr post procedure x-rays showed that the stent had fully expanded. "The patient was rescoped, and the scope opened up the unexpanded section of the stent". There were no patient complications reported as a result of this event.

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.